Event description:
Caregiver spontaneously reporting both ms3 pumps are functional but have a "line" through the screen. Pump in use. Did not result in any lapse in infusion or injury, replacing both patient will return both. Sn (B)(4). Is the actual device available for investigation? Yes; did we replace device? Yes, both. Did the patient have a backup device they were able to switch to ? Both pumps function, just a line through the screens. Did the reported product fault occur while in use with the patient? Yes; did the product caused or contribute to patient medical injury? No; reported to (B)(6) by patient/caregiver; strength: 10mg/ml; dose or amount: 81.75nkm; frequency: continuous; route: sq; dates of use: from (B)(6) 2014 to current; diagnosis or reason for use: pah.